Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing noise. Intervention to re program the leads was planned and both leads remain in use. No patient complications have been reported as a result of this event.